Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient developed enteric infection symptoms two days prior to the intracerebral hemorrhage (ich). The source of the infection was bacteremia. Broad spectrum antibiotics were initiated. The cause of the ich was platelet depletion caused by disseminated intravascular coagulation (dic) and sepsis. The patient was admitted with severe fatigue, flu-like symptoms, diarrhea, and blood in their stool. Approximately 6 hours later they presented with a sudden onset deep coma and hemodynamic instability, from which they never recovered. The patient's international normalized ratio (inr) presented at about 8, which was interpreted to be due to the patient's hepatic failure. The patient's anticoagulation status was thought to have influenced the ich as well.

Manufacturer narrative:
Additional h6 - health effect - clinical codes: 4868 - hemodynamic instability. 2417 - coma. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The account indicated that the device will not be explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 patient handbook are currently available. Section 1 of this IFU, ¿introduction, lists potential adverse events including infection, sepsis, stroke, bleeding, hepatic dysfunction, and death that may be associated with the use of the hm 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides care instructions in reference to preventing infection. Additionally, this section provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. The patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed sepsis and subsequently an intracerebral hemorrhage. The patient passed away. The outcome was not considered device or therapy related. An autopsy was performed that revealed the patient had disseminated intravascular coagulation caused by sepsis. The cause of death was identified to be a severe intracerebral hemorrhage caused by disseminated intravascular coagulation. Enteral infection signs and a tumor were discovered in the colon.